Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They had gone into water with the insulin pump. They noticed the screen had moisture so they took out the battery and reservoir to let it dry. When they reinserted the same battery the insulin pump did nothing. The customer also reported that there were cracks near the insulin pump¿s screen. The customer¿s blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.